Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave was selected for use. After exchanging for the faradrive sheath for the procedure, physician aspirate air prior to insertion of the farawave catheter. Once the farawave catheter was inserted, air was aspirate out, but it was suspected that the valve was seal tight around the catheter shaft, so air was introduced during the aspiration procedure at the side port. Reposition the catheter still didn't resolve the issue. It was noted that replacing the sheath resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.